Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during a device interrogation a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a device interrogation a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a device interrogation a code indicating premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts noted therapy delivery is currently unaffected and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to correct h7, as one value was inadvertently left off the last report.